Manufacturer narrative:
The surgery images and data were reviewed, and it was confirmed that one of the arcuate incisions performed did fully penetrate the posterior cornea. Further review of the scans' data and post-processing showed a miscalculation in the corneal thickness that reduced the residual stroma below the 56 um intended thickness. An outlier image will be removed when processing the scheimpflug scans but will not be considered when performing the localized imaging. The image in question would not have impacted the corneal thickness calculation since that is done after the localized imaging has been performed. The doctor would have seen an image showing the error in the placement of the posterior surface on the monitors when reviewing the procedure. The image would have shown the posterior corneal surface was misidentified as being lower than it was.

Event description:
On 10/21/2020, a doctor reported that one ai was "full thickness, full cord". She was under the impression that any "outlier" images were automatically removed and not used but that is not the case with this patient. She ended up placing two sutures in the ai.